Event description:
Additional information received via email 8-dec-2021. Date of event unknown. No patient involvement.

Manufacturer narrative:
Other text: additional information d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked tank cover, broken pole clamp, an outdated printed circuit board (pcb), and power switch. The technician started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of the reported issue was found to be overtightening of the tank cover screws by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported the device leaked. The reporter stated there was no patient involvement.